Manufacturer narrative:
This event is related to voluntary recall ra 2012-067. This recall was initiated due to the potential risks associated with modular neck stems.

Event description:
The patient sent an e-mail to stryker (B)(4) to request to support the management fees of an abg ii modular revision surgery (unscheduled yet). The primary surgery was performed on (B)(6) 2009, at the (B)(6). The patient had an accident at work on (B)(6) 2010 and fractured his acetabulum.

Event description:
The patient sent an e-mail to stryker (B)(4) to request to support the management fees of an abg ii modular revision surgery (unscheduled yet). The primary surgery was performed on (B)(6) 2009, at the (B)(6). The patient had an accident at work on (B)(6) 2010 and fractured his acetabulum.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown trident cup diam 52. Additional information has been requested and if received, will be provided in the supplemental report. Device implanted.

Manufacturer narrative:
An event regarding acetabular fracture after an accident involving an unknown trident shell was reported. The event was not confirmed. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. -medical records received and evaluation: insufficient medical records were received for review with a clinical consultant. -device history review: a review of the device history records could not be performed as no lot information was provided. -complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
The patient sent an e-mail to stryker (B)(4) to request to support the management fees of an abg ii modular revision surgery (unscheduled yet). The primary surgery was performed on (B)(6) 2009, at (B)(6). The patient had an accident at work on (B)(6) 2010 and fractured his acetabulum.